Event description:
Upon interrogation of the device, the physician received a message stating that the programmed output current may not be able to be delivered due to high impedance or fibrosis. When diagnostics were performed, the results were within normal limits (impedance ok, current ok current delivered 1.5ma, ifi=no). There were no report of a depleted battery icon. The device was re-interrogated and the device was programmed to 1.5ma, and no error message was observed. The physician stated that this is the first time diagnostics have been performed since implant. Implant card filled at the time of implant indicates that impedance was ok at the time of implant, however no impedance value was provided. The company representative reported that he had checked patient's device in the past and observed no issues. No additional relevant information has been received.

Manufacturer narrative:
Device evaluated by MFR?, corrected data: initial MDR inadvertently did not mark ¿not returned to MFR.¿ model #/lot #. Software version 11.0.4.

Event description:
Data from the doctor¿s tablet was received and analyzed. It appears that the generator was partially programmed to higher settings soon after interrogation. A partial programming event is suspected to have occurred causing the device to show a low output current message. However, diagnostics shows that the device is providing the intended stimulation as expected.